Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen and contrast in the loosely folded balloon, consistent with preparation and a separation while in the patient anatomy. The distal shaft was separated at the guide wire exit notch, confirming the reported separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The entire length of the guide wire exit notch was torn proximal to the separation. Possible causes for difficulty removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. It is possible the balloon was not fully deflated prior to the attempt to remove the catheter, resulting in resistance with the guiding catheter. Further, as resistance was encountered, if the catheter and guide wire were manipulated in the attempts to remove the catheter, this would contribute to the shaft ultimately separating as the tearing of the guide wire exit notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. In this case, a conclusive cause for the resistance with the guiding catheter could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that after use of the trek balloon in a de novo lesion located in the circumflex, resistance was felt during withdrawal of the trek balloon from a non-abbott guiding catheter and the balloon became separated from the delivery catheter. The balloon was found inside the guiding catheter and was withdrawn from the patient without further incident. A clinically significant delay in the procedure was not reported. The patient was fine post procedure. No adverse patient effects were reported during the event. No additional event or patient information was provided.